Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(6) 2011=embolic protection device: emboshield nav6; heparin. (B)(6) 2012=aspirin, coumadin, plavix. There was no reported product deficiency. The reported patient effects of hypotension, death and hemorrhage are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an xact stenting procedure in the left internal carotid artery. The patient experienced hypotension when the balloon was inflated prior to the stent placement. Neo-synephrine 100 mg intravenous push was given. The patient's blood pressure was baseline post procedure. The patient was discharged home on (B)(6) 2011. On (B)(6) 2012, the patient was brought to the emergency room unresponsive and expired due to a catastrophic multifocal intracerebral hemorrhage centered in the left cerebral area. The patient had been on aspirin, coumadin and plavix. There was no additional information provided.